Event description:
The olympus field service engineer (fse) reported on behalf of the customer that two cylinders (a and b) of the high flow insufflation units were observed to be leaking from the connectors. The issue was found during routine service and there was no patient involvement.

Manufacturer narrative:
During evaluation of the device on site the olympus fse identified the co2 supply cylinders were leaking from the connectors. The fse repaired the device on site. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
Correction: d9 and h3. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The subject device was not returned to olympus; therefore, the reported event could not be confirmed. Olympus will continue to monitor field performance for this device.